Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /chronic pelvic pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's thyroiditis / hormonal changes describe: thyroid issues') in an adult female patient who had essure (batch no. A63342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included cervical disc herniation in 2012 and fibroma on (B)(6) 2011. Concurrent conditions included body mass index normal. Concomitant products included levothyroxine since 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), fatigue ("fatigue"), feeling abnormal ("neurological conditions or problems type: brain fog"), mood swings ("neurological conditions or problems type: mood swings") and gastrointestinal bacterial overgrowth ("gastrointestinal or digestive system condition type: sibo") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced alopecia ("hair loss"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), adrenal disorder ("hormonal changes describe: adrenal issues") and back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, alopecia, fatigue, abdominal distension, anxiety, depression, adrenal disorder, feeling abnormal, mood swings, gastrointestinal bacterial overgrowth, weight increased and back pain outcome was unknown. The reporter considered abdominal distension, adrenal disorder, alopecia, anxiety, autoimmune thyroiditis, back pain, depression, fatigue, feeling abnormal, gastrointestinal bacterial overgrowth, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Plaintiff stated that in other injuries or complication(s) please describe: never formally tested for nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /chronic pelvic pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's thyroiditis / hormonal changes describe: thyroid issues') in an adult female patient who had essure (batch no. A63342) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included cervical disc herniation in 2012 and fibroma on 7-feb-2011. Concurrent conditions included body mass index normal. Concomitant products included levothyroxine since 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), fatigue ("fatigue"), feeling abnormal ("neurological conditions or problems type: brain fog"), mood swings ("neurological conditions or problems type: mood swings") and gastrointestinal bacterial overgrowth ("gastrointestinal or digestive system condition type: sibo") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced alopecia ("hair loss"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), adrenal disorder ("hormonal changes describe: adrenal issues") and back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, alopecia, fatigue, abdominal distension, anxiety, depression, adrenal disorder, feeling abnormal, mood swings, gastrointestinal bacterial overgrowth, weight increased and back pain outcome was unknown. The reporter considered abdominal distension, adrenal disorder, alopecia, anxiety, autoimmune thyroiditis, back pain, depression, fatigue, feeling abnormal, gastrointestinal bacterial overgrowth, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Plaintiff stated that in other injuries or complication(s) please describe: never formally tested for nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs received. Reporter's information was updated. Lot number was added. Patient's demographics were added. Added event hashimoto's thyroiditis / thyroid issues, adrenal issues, brain fog, mood swings, lower back pain, sibo, weight gain, plaintiff did not undergo essure confirmation test. Historical condition, concomitant conditions, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), abdominal distension ("bloating"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, fatigue, abdominal distension, anxiety and depression outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, depression, fatigue and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.